Event description:
A patient reported blood glucose results of "135 and 153 mg/dl" with a lifescan meter and "80 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests, there wa no intervention that would be expected to change the blood glucose. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.